Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (right salpingo-oophorectomy, left salpingectomy, removal of bilateral essure coils). Essure was removed on (B)(6)2016. At the time of the report, the endometritis, pelvic pain, abdominal pain, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, cyst, endometritis, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, cysts, fibroids bilateral essure removal on (B)(6)2016 and on (B)(6)2017 (as reported per mr) laparoscopic-assisted vaginal hysterectomy for excessive menstruation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: mr received- case become medically significant. Reporters were added. New event added: chronic endometritis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (right salpingo-oophorectomy, left salpingectomy, removal of bilateral essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, pelvic pain, abdominal pain, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, cyst, endometritis, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, cysts, fibroids. Bilateral essure removal on (B)(6) 2016 and on (B)(6) 2017 (as reported per mr) laparoscopic-assisted vaginal hysterectomy for excessive menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (type of removal surgery, hysterectomy (full), repeat / multiple surgeries additional surgeries - (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, cyst, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: she received treatment for pelvic / abdominal pain, cysts, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-sep-2019: pfs received: event injury was replaced with new events cysts, fibroids, pelvic / abdominal pain , no confirmation test added. Suspect drug start and stop date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.